Event description:
The device was used during a lap pre-peritoneal hernia repair procedure. It was reported the balloon burst at 32 pumps, but was intact and there were no fragments within the pt. The surgeon was able to complete procedure, but proceeded with a transadominal approach. The surgeon did not use another device. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: instrument received with an external ring protruding through tip of balloon.